Event description:
The customer reported that their device would no longer power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the digital pcb assembly and observed proper device operation through functional and performance testing and then the device was returned to the customer for use.physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to the digital pcb assembly. The customer received a replacement device.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the digital pcb assembly and observed proper device operation through functional and performance testing and then the device was returned to the customer for use.